Manufacturer narrative:
Failure analysis revealed the insulin pump had no button response as a result of the corroded keypad traces, which prevented further testing.

Event description:
It was reported that the customer felt sick and woke up with high blood glucose and her glucose levels were 22mm/ol and large ketones. It was stated that the nurse was suggested to take 6u via pen. The insulin pump started to alarm. Troubleshooting was performed and the alarm could not be cleared.